Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05mar2020.

Event description:
The customer reported that the touchscreen is locked. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 04mar2020, b4: 11may2020. Per field service engineer no part was replaced and the unit is now working fine. Could not duplicate reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.